Event description:
A pt self-tester reports inconsistent results were generated with the protime microcoagulation system. Pt's therapeutic range: 2.0-3.0 inr. The pt self-tester's protime instrument generated a result of 4.3 inr. He stated his inr is usually pretty stable. Upon an attempted repeat test, two instrument error messages were received, "sample too large" and "sample not seen". Then, a 1.0 inr was generated during the repeat test. The follow up reference lab result generated a 2.4 inr. No adverse events were reported; the reference lab results were used for pt management.

Manufacturer narrative:
(B)(4). Method: the actual device was not evaluated. Process evaluation was performed. No related ncmrs were identified for this instrument. The cuvette device history records were reviewed and found to meet specification. Result: no results are available since no evaluation was performed. Conclusion: the device was not returned. Itc has requested all data required for form 3500a.